Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a patient in the ICU was being assessed and treated for increased oxygen requirements and had no definitive diagnosis during the time of the incident. Prior to the incident, the patient was intubated, receiving fentanyl, midazolam, propofol and levophed. The clinician inserted a 5fr double lumen powerpicc into the right upper arm, basilic vein. First cannulation success with no difficulty. Guidewire advanced with ease. PICC advanced smoothly and flushed with saline prior to use of 3cg technology to identify the tip location in the svc. The catheter dropped down into the svc upon the first attempt smoothly without the need to reposition the catheter or stylet. Approximately two minutes after the PICC was inserted, the patient allegedly became hypotensive, hypoxic and tachycardic. The levophed was increased. Patient then supposedly presented with angioedema and a red, blotchy, diffuse rash. IV & im epinephrine was given, IV steroids and IV benadryl. Serum tryptase was sent to the lab. The doctor thought the patient may be having a reaction to polyurethane so searched for a silicone PICC to replace the polyurethane PICC with. He was unable to locate one so decided to remove the PICC. The patient was maintained with piv access. To note, the piv sites were all red around the insertion site which led the ICU team to suspect the patient may have a sensitivity to that material. The patient had no history or allergies, asthma, no autoimmune disorder.